Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the synchron lx20 instrument. High crem results were reported out of the lab and questioned by medical personnel. It is unclear how many erroneous results were reported as customer provided one example of the erroneous result. The initial crem result was 3.5 mg/dl. The sample was retested on a different instrument in the customer's lab and a result of 1.3mg/dl was obtained. The sample was then retested on the lx20 analyzer and crem result was also 1.3mg/dl. The laboratory is unaware of any patient treatment initiated or withheld as a result of this event.

Manufacturer narrative:
Qc was not affected. No error messages or suppressed results were noted. No other chemistries were affected. A field service engineer (fse) was dispatched: the fse replaced the creatinine module, which is being returned to bci for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assembled for the purpose of this report.